Event description:
It was reported that the bd saf-t-intima¿ safety system with removable prn was uneven. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2022 during the process of indwelling a trocar, it was found that the plastic part of the indwelling needle was uneven.

Manufacturer narrative:
H6: investigation summary since no photos or samples displaying the reported condition of catheter defective / damaged were available for examination, we were unable to fully investigate this incident. DHR was reviewed and no qns or other events were found related to the complaint stated by the customer. According to sampling plan applied for product performance, this lot was accepted.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima¿ safety system with removable prn was uneven. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2022, during the process of indwelling a trocar, it was found that the plastic part of the indwelling needle was uneven.